Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
It was reported that this patient's skin at the implant site is tender and red. The external coil will not stick to the internal magnet consistently and this is causing intermittency in hearing. The patient also complains that the site feels "sunken." Per the audiologist, an x-ray shows a "possible fracture of the electrode array." The surgeon will explant the device and reimplant the patient with a new device at the time.

Event description:
The account alleges that the bed exit would not function.

Manufacturer narrative:
The device was explanted on (B) (6) 2007, during the same surgery, the patient was re-implanted with another device.(B) (4)